Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that no wire was present upon removal of sensor due to an early sensor shutoff, 2 hours after a new sensor insertion. Pt felt that part of her sensor was still under her skin. Pt did not see any wire protruding from her skin, nor did she feel any discomfort. Pt sought medical intervention and a small incision at the site of insertion was performed, but no wire could be seen. During her call to dexcom technical support, pt had no issues at the site of insertion.

Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.